Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.¿no injury or medical intervention was reported.